Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep met with the patient to do a physician recharge mode (prm) and the device has recovered from overdischarge, but it is depleting very quickly and the patient has another MRI on friday. The rep stated that this is the patient's second overdischarge. It was reviewed that this is normal behavior post overdischarge. The patient will need to keep a close eye on it for a while until the battery finds a new normal behavior after two overdischarges. No further information was reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 21-dec-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 21-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient tried to charge her ins (B)(6) 2018 but it would not connect and a reposition antenna screen was reported. Poor communication was reported. The patient reported that she was having trouble charging it for some time before that and could not remember the last time she felt stimulation. It was recommended that the patient have her ins battery checked and possibly restarted. The reason or not charging was non-compliance. The patient stated she does not use her stimulator all the time. The patient was redirected to their healthcare provider to check the ins battery status for possible over discharge. No patient symptoms were reported and no further complications were reported/anticipated. Additional information was reported from a manufacturing representative (rep) that the patient turned their ins off while she was figuring out some medical issues and was not charging so it went into over discharge. When the rep cleared the power on reset (por) and turned it back on the patient got a painful area in her spine about the mid back area. The patient's battery was jumped with the antenna locate feature and it began charging normally. The rep did an impedance check and all of the impedances were within normal limits. The rep tried some reprogramming but all the programs the rep was trying seemed to do the same thing. The patient wanted to wait for now to try anything more. The patient needs to have a MRI of her brain for issues unrelated to the therapy of the ins and would like to wait until she gets that done to work more on the stimulation. No further information was reported. Additional information received from the manufacturing representative (rep) indicated that the cause of the patient¿s painful stimulation after turning on the ins was not known. The rep stated that the patient would like to wait until they figure out their other unrelated health issues before addressing the painful stimulation issue. They noted that the patient¿s medical issue is a possible brain tumor that is unrelated to their device/therapy. No further complications were reported or anticipated. Additional information was received from a consumer and health care provider (hcp) reporting that the device had not been working or been charged in about a year. The patient was having the implantable neurostimulator (ins) removed and having back surgery again, but needed an MRI beforehand. The patient was having difficulty charging the depleted ins and could not enter into MRI mode. The patient had met with a manufacturer representative to restart the ins and it took their breath away because the leads had moved. No further complications were reported.